Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device reported condition was confirmed. The assignable root cause was traced to improper handling most likely due to the cup adapter t-handle being side loaded while in use with the device which is not what the device was designed for, or the device had been dropped. (B)(4).

Event description:
It was reported that the impactor device connection piece was broken. During in-house engineering evaluation, it was determined that the device t-handle proximal end of cloverleaf fitting had broken off. The device also failed the visual assessment pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.